Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device was received for examination. The available radiograph was reviewed and no evidence of implant fracture, disassociation or anything indicative of a device non-conformance was found. Allegation could not be confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : no evidence or deficiency suspecting an error in manufacturing/material that would be a contributing factor in the reported allegation(s) was identified. A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of glenoid at the cement to implant interface. It was also reported that the reported implant was a non-cemented. Unknown bone cement was used. No surgical delay. Doi: (B)(6) 2020; dor: (B)(6) 2021; right shoulder.